Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had difficulty charging their ins. The ins was interrogated with the clinician programmer which went fine and the impedances were ok. There were no error messages displayed on the recharger. The clinician programmer showed a last charge session of (B)(6) 2017, and at the end of the charge was at 50%. The hcp was directed to have the patient call patient services for help troubleshooting the issue. No patient symptoms or further complications were reported as a result of this event.